Event description:
It was reported to medtronic minimed that the customer experienced repeated change sensor alerts after the warmup period, with intermittent transmitter connection issues requiring frequent sensor replacement. The customer reported no adverse event. The event involved products mmt-7841zn and unk_sensor. Troubleshooting was performed, and determined that the sensor was properly placed with no blood at the insertion site, but transmitter testing could not be completed, and the issue persisted, leading to approval for transmitter replacement and shipment of a replacement sensor. No harm requiring medical intervention was reported. Mmt-7841zn was requested, and the customer¿s response was that the device would be returned. No product return is required for unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.